Event description:
It was reported that during a peripheral orbital atherectomy procedure, the tip of a csi viperwire guidewire fractured off and was left in the patient. The target lesion was a calcified lesion located in the mid-peroneal artery. The physician completed multiple runs using a csi orbital atherectomy device (oad), but noted that during the runs, the device seemed to be catching on the wire. It was also noted that when the physician advanced the spinning oad over the guidewire, it made a lower pitched sound that normal. Post-atherectomy angiography revealed that a portion of the viperwire had fractured. The fractured portion did not cause any additional harm to the patient and was left in the vessel. The patient status remained stable throughout the procedure. Three requests for additional information have been made, but none has yet been received.

Manufacturer narrative:
Device analysis. The guidewire was received without the original oad. The initial visual and tactile examination of the guidewire and spring tip revealed damage to the proximal spring tip solder bond, support ribbon and coil wire. The spring tip support ribbon and coil wire were fractured. The damage is consistent with the spring tip contacting the spinning driveshaft. No biological material was observed on the guidewire or spring tip. At the conclusion of the failure analysis investigation the root cause of the fractured guidewire is contact between the guidewire spring tip and oad distal tip during device rotation. The oad IFU warning section states, "never advance the rotating crown to the point of contact with the guide wire spring tip. Distal detachment and embolization of the tip may result." The material inspection report for the viperwire was not reviewed as the lot number is unknown. (B)(4).

Manufacturer narrative:
(B)(4).